Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 6) occurred during the load process. There was no impact to the customer's blood glucose level. The customer was able to successfully load another cartridge onto the pump.